Manufacturer narrative:
According to the information received, the recipient has been re-implanted due to an (B)(6) infection. This bacteria belongs to the endogenous skin flora and represents one of the most common pathogen found in surgical infections. Therefore wound colonization at the time of surgery is likely. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the device having caused or contributed to the observed infection. The concerned device was explanted but has not been received for investigation yet. This is a combined initial and final report.

Event description:
Information was received from the field that the user has been re-implanted. There was inflammation in the implant area. The inflammation occured first on (B)(6) 2019 with granuloma in the upper pole, small amount of purulent discharge at the suture site. Smears showed (B)(6) sensitive to fusidic acid. On (B)(6) 2019 inflammation was still present around the wound, but a lesion with about 1 cm in diameter was found which was smooth, convex and soft to the touch. It was assumed that it was a granuloma with a tidal cyst.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the recipient has been re-implanted due to an mrsa (methicillin_ resistant staphylococcus aureus) infection. This bacteria belongs to the endogenous skin flora and represents one of the most common pathogen found in surgical infections. Therefore wound colonization at the time of surgery is likely. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the device having caused or contributed to the observed infection. This is a final report.

Event description:
Inflammation was observed first on (B)(6) 2019 with granuloma in the upper pole and a small amount of purulent discharge at the suture site. Smears showed mrsa (methicillin-resistant staphylococcus aureus) sensitive to fusidic acid. On (B)(6) 2019 inflammation was still present around the wound, but a lesion approximately 1cm in diameter was found which was smooth, convex and soft to the touch. It was assumed that it was a granuloma with a tidal cyst. The device was explanted on (B)(6) 2020.